Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of high blood glucose levels of 400 mg/dl. The customer did not mention any symptoms or treatment of the high. The customer reported that the screen of their insulin pump was broken. Treated high blood glucose with bolus correction. The device will not be returned for analysis.